Event description:
Facility reports that three hours into the treatment, the venous bloodline had completely disconnected from the patient's tesio catheter. Patient connector clip was being used at the time of the incident and bloodline and catheter had disconnected within the clip. Access checks were documented as being done every thirty minutes. Access was uncovered. Machine did not alarm. 160 narrow venous limits software was engaged. Ebl-400cc. Patient was sent to e.r. And subsequently had a heart attack and expired. Venous bloodline and patient connector clip are available for evaluation. Questionnaire for disconnects and bloodline disinfection procedure faxed to unit. 01/02 update the d.o.n upon further review of the incident with staff it has been determined that the machine did alarm during the incident.